Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pt became myopic approximately one month post cataract surgery due to anterior vaulting. Posterior capsule striae were observed behind the nasal haptic plate where the lens was vaulted forward. The doctor explanted the lens approximately 7 weeks post implant. Additional information has been requested, but has not been received.